Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anterior muscle and nerve stimulation during high outputs. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.